Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The patient's response to follow up was received on (B)(6) 2020. The patient reported what their weight was at the time of the event.

Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. Product ID: 977a275, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), ubd: 01-oct-2022, UDI#: (B)(4). Product ID: 977a275, serial/lot #: (B)(4), ubd: 01-oct-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had more surgery about a year ago. It was unknown if the implantable neurostimulator itself was replaced.  The patient originally had the leads placed in her neck, and they were basically just lying against her spine which it was they were supposed to do; however at the time of the surgery, the patient was having seizures and would fall. It was reported to have gotten better since then. (Previous reports indicate that the seizures and falls were not related to the device or therapy.) The leads did not stay, so they fixed it and put paddles leads in instead on each side with anchors.  They also cleaned up some of the discs, too, while they were in there.